Event description:
It was reported that, "patient had squeaking alumina insert that was replaced with poly insert."

Manufacturer narrative:
Additional information was requested but not provided. The root cause of the reported event could not be determined with the limited information available. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.